Event description:
It was reported that a cartridge replacement not "reading correctly", which required a pump reset. There was no adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.